Event description:
On (B)(6) 2013 the healthcare professional (hcp)/reporter contacted lifescan (lfs) in the (B)(4) alleging 2 onetouch verio meters (serial # (B)(4) & (B)(4)) within the hospital were displaying error 5 messages instead of ¿hi¿ as the users had expected. According to the ot verio owner¿s manual an error 5 indicates that the meter has detected a problem with the test strip. This complaint was classified using the information obtained by the customer care advocate (cca) as well as from additional follow up questions obtained from the reporter on (B)(6) 2013. The reporter stated, the patient first arrived at the emergency room (ER) on (B)(6) 2013 at ~1pm via ambulance. It is unclear if the patient was treated for hyperglycemia or any blood glucose readings were obtained prior to arrival. It was reported the patient took regular insulin on a sliding scale to manage his diabetes. It was reported the patient¿s admitting diagnosis was diabetic ketoacidosis (dka) with rule out seizure disorder. It was reported, the patient has a history of schizophrenia and seizure disorder. At the time of admission it was reported, the patient was exhibiting ¿tremors, restlessness, dyspnea, stiffening of upper extremities, rolling of the eyes and fluid retention¿ which the hcp team associated with hyperglycemia. The symptoms, tremors, restlessness, and stiffening of the upper extremities are also consistent with side effects from medications used to treat schizophrenia. These symptoms can also be associated with a rare, but fatal side effect of antipsychotic medications called neuroleptic malignant syndrome. The reporter confirmed the patient was not checked for ketones, no lab blood glucose (bg) was checked and a basic metabolic panel was not drawn. It was reported the alleged issues occurred on (B)(6) 2013 between 1-3pm, 7 consecutive times taken by 2 mds and 3 nurses. It was reported a medical doctor (md) also tested on a contour bayer meter and obtained a ¿hi¿ message. The reporter stated there was no existing policy to verify bg through laboratory. The patient was given IV insulin drip ¿soluset¿ with 100cc ¿pnss¿ (likely to be normal saline) plus 10 units of rapid acting insulin according to sliding scale. The reporter stated, the order for treatment was placed prior to the start of the alleged issue. The reporter stated the patient did not show any improvement and no additional treatment was administered for diabetes. The patient was reportedly transferred to the intensive care unit (ICU) and expired on (B)(6) 2013 at 7:30am from severe metabolic acidosis secondary to diabetic ketoacidosis. The reporter stated, the patient¿s prognosis was poor upon arrival and stated the hcp team did not believe the meter contributed to the death. The death certificate was not available. Dr (B)(6), md pronounced the death and (B)(4), csr senior nurse reported the incident. The reporter stated on (B)(6) 2013, hours after the incident, a sales representative conducted a blood glucose test on the subject meter using an unknown blood sample and produced a ¿hi¿ result. The reporter stated an hcp tested on a different patient after the alleged issue occurred and the subject meter displayed a ¿110mg/dl¿ reading. At the time of troubleshooting, the cca discovered no control solution test was run at the time of the alleged issue. The cca confirmed the reporter¿s testing process was correct and the test strips were in good condition. The cca noted the test strips completely drew in the sample and it was not the first time the meter had been used. However during a walk through retest with the cca, the alleged issue remained unresolved.

Manufacturer narrative:
There is no indication that the subject meters caused or contributed to an adverse event. The reporter stated the patient was displaying symptoms of severe hyperglycemia prior to the start of the alleged issue and there was no indication there was a delay in treatment. Insulin therapy was also not delayed by the issue. The reporter confirmed the patient¿s prognosis was poor upon arrival and stated the hcp team did not believe the meter contributed to the alleged death. However, this complaint is being reported as a malfunction because the alleged issue was not resolved at the time of troubleshooting with the cca. The subject meter and test strips have not yet been returned to lfs for evaluation. However retains testing were ordered for performance testing with blood. The retains test strips passed on (B)(6) 2013. The subject meter's device history record was reviewed and no nc or process or product deviation or rework activity was found. If lifescan obtains additional information regarding this complaint a supplemental report will be submitted, at this time, lfs considers this matter closed.